Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for high blood glucose levels of 1000 mg/dl. The customer stated that the cause of the hospitalization was diabetic ketoacidosis. The customer experienced disorientation and no sense of communication as symptoms of their high blood glucose levels. The customer stated that they currently did not have their settings in the pump but could troubleshoot after his healthcare provider put in his settings. The customer stated that they were on the back-up plan per healthcare provider's instructions. The customer was wearing the pump at the time of hospitalization. The customer will call back when he is able to. Nothing further reported.